Event description:
The account alleges that the siderail will not function due to a broken weld.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported blood glucose results of 173 mg/dl, 177 mg/dl, 263 mg/dl, 183 mg/dl, 168 mg/dl, and 79 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.